Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via a pump implanted for pain. It was reported that prior to 1988 the patient had received narcan in an ambulance on the way to the hospital. No additional information was provided related to this patient or event.